Manufacturer narrative:
Initially it was reported that ventilator had a leakage. On-site investigation was performed by our field service engineer. According to received information there was no leakage, only the leakage compensation was deactivated. The leakage compensation was activated, and the ventilator was checked. It passed all functional and safety tests and was cleared for clinical use. Leakage compensation is designed to help maintain peep (positive end expiratory pressure) throughout the breath and is activated by default. When it is activated, the delivered measured volume and flow values are automatically leakage compensated. The leakage compensation off symbol is noted on the screen. There is no malfunction or deterioration in the characteristics or performance of a device and a deactivated leakage compensation cannot lead to a death or serious deterioration of in state of health. Therefore, this is considered as not reportable.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).